Event description:
It was reported that two (2) homechoice cassettes leaked. This occurred during prime for peritoneal dialysis therapy. A leak was observed beneath the blue cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) samples were received for evaluation in use condition. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.